Event description:
New information received notes the patient presented to the hospital with frequent dizziness and several falls. The right ventricular (rv) lead had an insulation anomaly that led to noise and inhibition. The rv lead was capped and replaced in a procedure on (B)(6) 2023.

Event description:
It was reported, that the patient's right ventricular (rv) lead was capped and replaced on (B)(6) 2023, during a scheduled generator change-out procedure. The condition of the patient was unknown.

Manufacturer narrative:
Further information was requested, but not received.